Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported erratic blood glucose (bg) levels. She also alleged that the pump had been switching to default date and time after battery changes. The patient noticed that her bg levels were running high and low throughout the week. At one point in the middle of the night, the patient claimed that her bg level dropped to "37 mg/dl." She did not report any symptoms or medical intervention in relation to the low bg event. The patient mentioned that she fixed the low bg by turning down her basal rate and at one point, she shut the basal rate off. An hour prior to contacting anm on (B)(6) 2012, the patient claimed that her bg level was "226 mg/dl" and she had a headache. No medical intervention was reported with the high bg level. The patient claimed that at an unspecified time during the time of concern, she noticed that the pump's time of day setting was incorrect. The alleged issue was unresolved with troubleshooting. The pump was replaced. The patient denied that the pump was exposed to any trauma or water. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level suggestive of severe hypoglycemia. However, the patient's injury can be attributed to possible use-error since the user alleged that the pump switched to default date and time after a battery change. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. It is unknown what actions the patient took with the previous battery change.

Manufacturer narrative:
Follow-up #1 date of submission 09/12/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint concerning the time and date resetting could not be verified in the black box. The pump was exercised for 24 hours after which time the battery was removed for one hour, and when the battery was reinserted the time and date reset to default settings. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.